Event description:
Right hip replacement in (B)(6) 2011. The hip has never felt right. Started to investigate in (B)(6), when 9 months had past. Still limping, soft tissue soreness, not able to cross my right leg over my left, very sore to touch toe, hard getting in and out of the car, if sitting a long time hard time transitioning to walking, but can walk off the pain after several steps. The stryker implant was used. Tritanium cluster hole shell, tridentx30 polyethylene insert, abgii modular v40 short neck and abgii modular cementless hip system. The doctors are thinking that there is a possible leaching going on from the connector between the ball and the shaft down my leg. All my tests are listed below physical therapy - (B)(6) 2011 and 6 weeks in (B)(6) 2011.